Event description:
It was reported via repair work order that the fowler would only lower to 25 degrees electrically due to the CPR cables being wrapped around the fowler coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.